Event description:
Procedure type: unknown. According to the reporter: the device would not fire due to difficulty in getting green indicator in the firing window. It partially cut after instrument finally fired. Half of the proximal donut observed. Patient required a colostomy. No further details has been made available.